Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt never had therapeutic effect from a pump that was implanted 6 months prior to his second pump; the second pump was implanted on (B) (6) 2003. The pump was replaced. Additional info has been requested from the hcp, but was not available as of the date of this report.